Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -7.50/1.5/073 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) . Excessive vault was observed, the lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.